Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing was detached from the connector on (B)(6) 2023. The issue occurred with one infusion set and issue occurred prior to insertion when packaging was first opened. The blood glucose level of the patient was 138 mg/dl at the time of the event. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.